Event description:
Company was informed that clunicians were unable to pass a fiberoptic bronchoscope through an endotracheal tube following earlier repositioning of the tube. Reporter states that a portion of the cuff was protruding through the murphy eye, and they were not able to define cuff entirely. Endotrachael tube was replaced with tracheostomy tuper per hospital protocol.